Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin pump's o ring was loose. The customer blood glucose level was unknown. Customer also stated that battery cap was loose and they had trouble in placing the battery cap on and forces them to set the time and date again. The device will not be returned for analysis.